Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 3889, lot# va19jyv, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The representative stated lead insertion difficulty during implant, but being report post implant or days later. The representative stated that during the implant they tested impedance and got good values on 0 2 3. The impedances with 1 were not good and they were not getting motor response using those electrodes. The health care provider noticed sheath separated from the first electrode on the proximal end (electrode #0). There was a visible damaged /broken /fracture lead with and insulation breach. The representative stated that the lead was replaced by the health care provider and the patient had good motor response and everything else in the case was normal. There was no symptom reported. It was later reported 5 days later that the procedure was an advanced evaluation so no ins was used. The cause has not been determined. The patient¿s indicators were for urinary dysfunction/sacral nerve stim /sacral nerve stim/ gastrointestinal/ pelvic floor/fecal incontinence.